Manufacturer narrative:
Device was used for treatment not diagnosis. The part was not returned for evaluation. The lot number is unknown therefore a review of the device history record could not be completed. No conclusion could be drawn, as the part was not received. Placeholder.

Event description:
It was reported that the initial surgery plan was to leave the original plate in patient to clean and bone graft the non-union. However; the surgeon did not like the bone alignment so the plate and screws were removed and the bone was re-aligned and put on another plate of the same design, the bone grafted. The surgeon said the plate was not the problem of the non-union. One broken 5.0mm screw was left in the bone. This report is for an unknown cannulated screw. This is report 3 of 3 for complaint# (B)(4).